Manufacturer narrative:
Event date is estimate.

Event description:
Related manufacturer report number:1627487-2021-13084. It was reported that the patient was experiencing ineffective stimulation. Reprogramming was attempted. As result, the patient may undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient's ipg and lead were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.